Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited over-sensing. Programming changes were discussed but no intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.